Event description:
The facility reported an infusion pump with dead batteries. Information was not provided regarding whether or not the failure occurred during an infusion. The hosp rep did not have info regarding whether there have been any reports of any pt injury or medical intervention.